Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery six or seven times in one night. The customer reported that the issue had been ongoing for the past three weeks. The blood glucose at the time of the event was unknown and 302 mg/dl at the time of the call. The customer reported changing the infusion set five times over the prior three days. The customer reported that he reuses the reservoirs and was advised to use new reservoirs as the seals stiffen over time after three days of use. The customer was unable to troubleshoot as the no delivery alarm was a past issue resolved by a complete set change. The customer was sent replacement reservoirs but did not have the old reservoirs to return for analysis.